Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed a measured battery data of 2.78 v, 22 ua, <1 kohms with an estimated remaining longevity of <3 months.